Event description:
It was reported that before the insertion, they found leak at 28 cm. Changed a new device.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined from the sample that was returned for investigation. One per-q-cath 2fr single-lumen PICC was returned for investigation. The stylet had been removed from the PICC and a non-bd extension set had been attached to the luer adaptor. According to the instructions for use, the stylet removal step occurs after the PICC is inserted in the vessel. The complainant reported that the leak was found before insertion. The number of depth markers indicated that the catheter length had not been modified. A functional test revealed fluid spraying from the catheter tubing between the 2nd and 3rd depth marks closest to the wings. A microscopic examination revealed a breach in the circumferential direction. The adjoining surfaces of the tubing were granular at the split site. Since a leak was observed during the functional test, the complaint was confirmed. Since the stylet had been removed from the catheter, a potential contributing factor includes damage from the stiffening stylet; however, the exact cause could not be determined. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0136 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before the insertion, they found leak at 28 cm. Changed a new device.